Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault and refractive surprise. A replacement lens of the same model, length and power was later implanted but the problem did not resolve. Cause of event is unknown. If additional information is received a supplemental medwatch report will be submitted.